Event description:
During index procedure ,one complete se stent was implanted in left distal sfa. No malfunction occurred during implant procedure. Approximately 6 months post index procedure, non target limb stenosis and intervention was reported with no relationship to study stent. Approximately 24 months post index procedure, target vessel stenosis was reported. A clinically driven target lesion/target vessel revascularization was performed. Patient recovered with treatment. Investigator stated that event was possibly related to the study stent.

Manufacturer narrative:
(B)(4): evaluation, results: (restenosis of stented segment), (root cause of restenosis unknown).

Manufacturer narrative:
(B)(4).

Event description:
Claudication of target limb was reported approximately 24 months post index procedure, with a possible relationship to the study stent. Claudication was resolved by the previously reported intervention.